Event description:
It was reported that during an unknown procedure, even after a long time after pressing the activation button, the tissue turns white and coagulation is done, but it does not cut. The distal of the active blade's coating is slightly peeled off. Also, the tissue and bleeding stick and do not come off even if you wipe it off with gauze, and it will stick black like char and will not come off. I used it while wiping it continuously, but the cut did not go well, so I pulled the issue harder and dissectioned. Occurs during surgery. The procedure was delayed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2026. D4 batch #: z7046k. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a har11 distal jaw with the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the photo, the reported event was not confirmed, as the tissue pad was found with no apparent damage. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number z7046k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.